Manufacturer narrative:
The calibration and qc recovery data provided were acceptable. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 2 patient samples on a cobas pure c 303 analytical unit. On (B)(6) 2023, patient 1 had an initial na result of 158 mmol/l. The repeat result was 138 mmol/l. The sample was also repeated on another c303 analyzer and the result was 139.3 mmol/l. The repeat result of 138 mmol/l was deemed correct. On (B)(6) 2023, patient 2 had an initial na result of 156.5 mmol/l. The repeat result was 140.7 mmol/l. No questionable results were reported outside of the laboratory. The na electrode lot and expiration date were requested but not provided.

Manufacturer narrative:
The investigation is ongoing. Na.